Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product could not be performed. The batch number is unknown; therefore a review of the manufacturing and inspection records relative to this safari2 device could not be reviewed. As indicated in the device instructions for use, "monitor wire position throughout the procedure for proper placement of curve and distal tip." Based on the information received to date a combination of patient and procedural factors appear to have caused or contributed to this incident. The product is not expected to be returned for failure analysis. A request for additional information has been submitted to the distributor. If additional information is received a follow-up medwatch report will be submitted.

Event description:
As reported by the distributor: during the index procedure, safari 2 guide wire was placed through the aortic annulus into the left ventricle to guide the accurate valve system. Post implant, it was noted that the safari 2 wire had "pulled on a mitral chord causing mitral regurgitation". No additional information is available at the time of reporting.